Manufacturer narrative:
Analysis of the catheter revealed the catheter body was broken.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis results for the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal gablofen 2000mcg/ml at 243mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and head/brain injury. The concomitant medications and patient history were not reported. It was reported that the pump and catheter were explanted on (B)(6) 2016. The pump was replaced as the elective replacement indicator (eri) was at 2 months, and the catheter was replaced as it was broken. An x-ray of the catheter (unknown date) lead to the event. The issue was noted as resolved at the time of this report. The patient status at the time of this report was "alive- no injury." It was noted that the pump was discarded, however the catheter was returned for analysis. The symptoms and cause related to the broken catheter remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.